Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular ophthalmic artery aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 2mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with acceptable pru level. It was reported that the pipeline and all accessory devices were prepared and used per the instructions for use (IFU). The physician attempted to open the pipeline in the anterior cerebral artery (aca) but the distal end did not open. The pipeline was resheathed twice and it still would not open. It was noted that pipeline was not positioned in a vessel bend. More than 50% of the pipeline was deployed when the failure to open was observed. Other than resheathing twice, no other steps or devices were tried to open the pipeline. It was resheathed and removed with the microcatheter. The device was replaced with a pipeline (model: ped2-475-16) which was successfully delivered and deployed to complete the procedure. There was no harm or injury to the patient. Ancillary device: phenom 27 microcatheter.

Manufacturer narrative:
H3: analysis of the ped2-475-18 (lot# b260282) found no bends or kinks with the pusher. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open, but damaged (frayed). The braid middle section was found damaged (kinked). Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. The cause for the event and the damage to the braid could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.